Manufacturer narrative:
Correction to explant date from (B)(6) 2025. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services discussed that this was a false positive explant indicator related to a software update. This patient was on their way to the emergency room for an urgent device replacement as this patient was pacemaker dependent. Additional information is being requested from the field. Additional information was received that this device was explanted and is in the possession of the hospital therefore not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000 and that remote monitoring was disabled. Technical services discussed that this was a false positive explant indicator related to a software update. This patient was on their way to the emergency room for an urgent device replacement as this patient was pacemaker dependent. Additional information is being requested from the field. Additional information was received that this device was explanted and is in the possession of the hospital therefore not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6), 2000 and that remote monitoring was disabled. Technical services discussed that this was a false positive explant indicator related to a software update. This patient was on their way to the emergency room for an urgent device replacement as this patient was pacemaker dependent. Additional information is being requested from the field. Additional information was received that this device was explanted and is in the possession of the hospital therefore not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000 and that remote monitoring was disabled. Technical services discussed that this was a false positive explant indicator related to a software update. This patient was on their way to the emergency room for an urgent device replacement as this patient was pacemaker dependent. Additional information is being requested from the field.